Event description:
The customer contact reported the device touchscreen did not respond. There were no reports of any adverse patient events or delays in critical therapies while the device wa sin clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. This was due to a damaged touchscreen from contamination caused by fluid ingress which altered the characteristics of the touchscreen. As indicated the device has been identified as part of a product recall. This repot represents all the information known y the reporter upon query by hospira personnel.